Manufacturer narrative:
The insulin pump power up properly after battery installation and was received with operating currents within spec. The insulin pump was monitored and no blank display anomalies, unexpected low battery, off no power or battery out limit alarms were noted. No damage on the lcd isolation tape noted. The pump had intermittent button response due to moisture damage on keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly, low battery, and blank display. The blood glucose at the time of the incident was 115 mg/dl. The customer states the pump stopped working and alarmed low battery and would not respond to a battery change. Troubleshooting was performed and the display did return. However the insulin pump alarmed battery out limit and the numbers began to ramp up. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.